Event description:
It was reported that an alert was received for non-sustained noise was observed on egm during follow-up. Externalized conductors were suspected via x-ray. Based on the images provided to st. Jude medical, the conductors do not appear to be externalized. Lead was capped and replaced. The patient condition was fine after the event.